Manufacturer narrative:
(B)(4). Covidien field service engineer (fse) inspected the device and replaced the exhalation flow sensor assembly. The ventilator passed all testing.

Event description:
It was reported that the patient was transferred to an alternate ventilator due to a ventilator malfunction. There was no report of serious injury or death associated with this event.